Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges metallic debris, loosened plaintiff's acetabulum, pain, abnormal blood metal ion concentrations and inhibited plaintiff ability to walk. It was also indicated that the patient had sustained physical injury. Doi: (B)(6) 2010; dor: (B)(6) 2017; right hip (asr).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received. Ppd has no new allegation. After review of medical record for MDR reportability, the patient was revised to address elevated metal ion levels, osteolytic lesion on the posterior inferior right acetabulum. Revision notes reported a mild benign bursitis, gray brown synovitis and amorphous debris, 1x2 cm area of osteolysis, and there was minimal amount of corrosion at the femoral neck. Revision notes did not indicate any loosening of the acetabulum. There was a fixed acetabular component; however, it was still revised. Doi: (B)(6) 2010; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code: no code available (3191) used to capture the patient code medical device removal.

Event description:
Medical records received. After review of medical records, the patient was revised to address a failed right depuy asr-summit total hip arthroplasty secondary to elevated serum cobalt chromium levels. Operative findings include a very mild benign appearing bursitis, approximately 5 cc of gray brown fluid, gray brown synovitis in the joint, very minimal amount of corrosion at the femoral neck and an osteolytic lesion at the posterior inferior right acetabulum. Both the acetabular component and stem were fixed. There were no periprosthetic pseudotumors. There were no implant product details provided. Doi: (B)(6) 2010 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.